Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 27th of july 2020 getinge became aware of an issue related to one of our washer disinfector. As stated customer alleged about an error which appeared on the device in relation to not locking door. During inspection of the device it has been found that apart from alleged situation also the detergent hoses were mixed, causing switch of the lubricant and cleaning detergent. With the complaint at hand was no allegation about any adverse outcome, however we decided to report the issue based on the potential, that undetected, improper cleaned instruments could have been used to the patients treatment. Manufacturer's reference number (B)(4).

Manufacturer narrative:
The device affected is from 2011, type 8666 washer disinfector. The reported issue is related with a mix of the detergents used for the washing-disinfection process. We were able to establish that this is the 5th reportable customer product complaint related to the issue with mixed detergents on the involved type of devices, reported within the last 5 years. When the event occurred, the device was directly involved and did not meet its specification; the getinge service department was called in to check the alarm coming from the device, related with malfunction of the door of the device. This issue was found to be related with a normal wear and tear. To return the device in usage the service technician adjusted the door mechanism. This issue was found not to be related with the reported problem. Upon the event occurrence the device was not being used for patient treatment. Upon arrival and device inspection the getinge technician found the detergent wands placed in the wrong containers. It is this finding that has lead us to report. Despite our best efforts we are not aware if the described issue caused or contributed to the serious injury or worse, however we report the event in abundance of caution, as the described sequence of events could theoretically lead to inefficient cleaning and disinfection of the instruments might lead to the serious injury or worse. In the user manual of 86-series devices (001300302 rev.I) on page 43 are the detailed instructions for user how to change the detergents. It includes the instruction how properly attach the detergents: ¿make sure that the new container contains the correct detergent as follows: if detergent from the getinge range is being used, the tag on the gray lead between the suction lance and the dosing pump should be labelled with the product name on the detergent container. If detergent which does not form part of the getinge range is being used, the product name written on the sticker on the inside of the door should correspond with the product name on the container. If detergent is being replaced for the suction lance labelled with marking tape dos 1, the product name on the new container should correspond with the product name on line dos 1 on the sticker.¿ additionally, on page 32 of this manual is an information about the inspection of the device, which should be performed by the customer every day before using the device, including the detergent dosing system and bottles visual inspection. The result of our investigation gave as a conclusion that the customer did not follow user manual and most probably during changing the detergents, inserting hoses into a full container, didn`t ensure if the container contains the correct detergent. Additionally, the device operator most likely did not perform required daily detergent system inspection as the issue wasn¿t detected. This sequence of events is considered a user error, not following instruction given in the device manual. To prevent such situation the getinge service technician retrained the facility users from the device manual with special attention to the correct detergent handling . We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(6).